Event description:
Patient with traumatic head injury was sent for cat (CT) scan for head, c-spine, chest, abdomen and pelvis. CT images sent via pacs for interpretation. Right-sided subdural hematoma identified. Patient sent to surgery for right-sided craniotomy. However, no blood was noted. Patient returned for CT scan and left-sided subdural hematoma identified. Patient was returned to surgery for removal of left-sided hematoma. Root cause analysis (rca) is currently underway. During the programming process for the head CT the wrong protocol was selected. The safeguard/alert/prompt to verify patient orientation had been disabled to facilitate pacs' distribution to multiple locations for reading. For each exam, the CT tech must re-select the patient and return to the system with a new accession number.